Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2019-00310 and 1220908-2019-00313 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing, using the customer's battery, which included bench handling, performing the power supply test, and functional stress testing without duplicating the reported malfunction. Review of the device log did not show any occurrences of inappropriate shut downs. This has been closed as report unsubstantiated. Analysis of reports of this type has not identified an increase in trend.